Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia (date not reported) in order to remove the abutment and excise skin at the implant site. This report is submitted june 7, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017. Registration number (B)(4).

Event description:
Per the clinic, the patient was administered with topical and injectable steroids (date and duration not reported) due to pain, redness and skin overgrowth at the abutment.